Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient developed an infection subsequent to sustaining a trauma to the implant site in (B)(6) 2015 (specific date not reported). Treatment with IV and oral antibiotics(duration not reported) was unsuccessful and subsequently, the receiver stimulator became exposed through the skin flap. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device on (B)(6) 2015.

Manufacturer narrative:
This report filed (B)(6) 2016.